Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or power error detected alarm noted during testing. However, confirmed power error detected alarm in history file due to j6 connector resistance issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received power error detected alarm. Troubleshooting was done for power error detected alarm. The customer was able to clear the alarm and able to rewind insulin pump. Customer mentioned that notification light was stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.